Event description:
Adverse event(s): "no patient impact reported." (No consequences or impact to patient). Product problem(s): "dull knife" (dull). The customer reported the knife from the custom pak was noticed to be dull during surgery. When the knife was used, the defect was noticed. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).